Manufacturer narrative:
Investigation conclusion; a review of complaint history did not identify any adverse trends. Root cause; insufficient information. Source; email.

Event description:
Reported 1 false positive sars results for one patient. The patient's symptomatic/asymptomatic status is unknown. The customer communicated the result was confirmed negative by molecular (pcr testing) and rapid antigen testing by testing the same sample.